Event description:
It was reported to boston scientific corporation that hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, pre procedure, the physician tried to place the sheath but could not place it, due to patient anatomy and the physician had to dilate again. The doctor was dilating the patient and he perforated the cervix with the dilator or the sound. The hta procedure had not yet started; procedure not completed due to this event. Patient outcome is unknown.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.